Event description:
It was reported that a pta balloon catheter could not be inserted into the 5fr sheath. The catheter & sheath were removed as a single unit & a.035" guidewire was used to hold the initial entry site for placement of a second catheter & sheath to complete the procedure without further complications.